Manufacturer narrative:
G4 (510k): k211874. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava (vc) perforation, embedded, unable to retrieve, migration, tilt, atrial fibrillation, anxiety, depression, pain, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported atrial fibrillation, anxiety, depression, pain, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2021 via the right femoral vein due to conjunction with an orthopedic procedure. Patient is alleging organ/ vena cava perforation, tilt, migration, embedded, and percutaneous removal. Patient alleges "due to the device, I have suffered atrial fibrillation constantly/nonstop for nearly a year. I was placed on heart medication to control my heart rate. I also suffered major anxiety and depression where I could function with my daily life. I was placed on many different medications to try to get my depression and anxiety under control." "I can no longer walk for long periods of time after filter implant or during filter. During filter, certain movement would cause sharp pains on the side area." Additionally, patient alleges an unsuccessful filter retrieval attempt (B)(6) 2021 due to filter embedment and a successful, more complex filter retrieval (B)(6) 2021. Retrieval report (attempted): "the patient was brought to the endovascular suite, placed in a supine position and draped in routine sterile fashion. All aspects of the 'time-out' verification were satisfactorily completed prior to the beginning of the procedure. Placed in trendelenburg, sterile prep and drape us guided rt jugular vein access, 6 french sheath, wire placed in ivc followed by cook sheath snare placed, single arm and quad snare, filter could not be engaged vena cavagram demonstrated minor "extrav" "rt" side 16 min "fluoro" time with "mult" unsuccessful attempt with different snare sheath removed, pressure on neck". Per retrieval report (successful), "initially an 8 french sheath was advanced over an 035 wire. An aptus sheath was then advanced into the infrarenal ivc segment with the sheath tip torqued in efforts to free the hook from the caval wall. By description it was not able to be freed on previous attempt. There was inability to significantly move the filter apex with this maneuver. At this time a 14 french sheath was advanced over an 035 amplatz wire down into the infrarenal segment. A sos 2 catheter was then used to gain guidewire access around the cone of the filter and the wire was able to be snared through the 14 french sheath and externalized. This allowed the 14 french sheath to be advanced over the hook of the filter. Once the filter got to the legs however there was notable resistance and the sheath could not fully capture the filter. At this time a 10 french sheath was advanced into the 14 french sheath in attempt to telescope for enhanced dissection of scar tissue to free the proximal. Again this maneuver did not result in filter capture. At this time a 12 french laser sheath was advance down to the proximal of the filter and activated for about 2 second at 60/60 fluency/rate respectively. After this maneuver the 14 french sheath was able to be fully advanced over the legs and the filter removed intact." "Venogram showed good flow through the filter without visualization of thrombus."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2021, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.